Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the endotracheal tubes were continuously deflating and that the identification markings were fading, leading to difficult monitoring, tube replacement with re-induction, and disruption of departmental workflow. There was patient involvement and no reported patient harm.